Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds and impedance issues. No additional adverse patient effects were reported. This rv lead was replaced. This product has not returned for analysis.